Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that an alert was triggered for atrial intrinsic amplitude out of range. Intermittent atrial undersensing was observed and associated with the variable atrial intrinsic amplitudes. Device sensitivity is currently programmed automatic gain control (acg) 0.25mv and other lead parameters are satisfactory. No adverse patient effects were reported. This system remains in service.